Event description:
It was reported the patient is not receiving effective stimulation. The patient reports a gradual loss of stimulation over the past year. The sjm representative met with the patient and lead diagnostics showed all impedance readings were normal. The sjm representative attempted to troubleshoot the system and was unable to resolve the issues. The sjm will continue to troubleshooting the system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.